Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the high defibrillation impedance event was sensed by the device.

Event description:
It was reported that during a remote follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. The device was reprogrammed to disable the patient notifier alert for upper impedance limit. Abbott technical support was contacted, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.